Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0qxr3, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they had been wearing their external tens unit all day for about 3 weeks and the device had not been helping as much for about 3 weeks as well. When she was not using the tens unit, the implantable neurostimulator (ins) was working fine. They had external back problems and needs the tens unit to help with the pain. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.